Manufacturer narrative:
(B)(4). The lot 12b043 was manufactured on february 17, 2012 to february 20, 2012. The sample was not returned for evaluation; therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional or relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor infused at a slower rate than expected, though the actual flow rate was not specified. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.